Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number not available. Device manufacturing date is dependent on lot number, therefore, unavailable. A medtronic representative, following-up at the site, reported the site's medium suretrak clamp was stripped. Return requested. No parts have been returned to manufacturer for analysis. Part not returned to manufacturer.

Event description:
A medtronic representative received a report from a site that their medium suretrak clamp was damaged. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
Lot # and mfg date now provided.the site does not wish to replace or return the part.